Event description:
The customer reported that insulin pump alarmed motor error. Troubleshooting was performed. The insulin pump did not alarm during priming, but the insulin did exit and the numbers did not appear on the screen. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime and alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. However, displacement test passed and also the motor passed the motor test. Further testing could not be performed due to the prime/fill anomaly. The device had scratched display window, cracked battery tube threads, and a broken belt clip slot.